Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose which was 50 mg/dl. Customer stated they got a request to change battery in pump and than the pump displayed info saying reservoir was empty but reservoir was not empty. It was unknown whether auto mode feature was active at the time of event. Customer was unable to troubleshoot. The insulin pump will not be returned for further analysis